Event description:
Consumer complaint of blood result reading "lo". Performed the back to back blood test, lo and lo (within 1 hour of a snack). Expected blood glucose range is usually 110mg/dl-115mg/dl. I reviewed the last 5 blood results in the meter memory: lo on (B)(6) 2014 @ 07:24pm; lo on (B)(6) 2014 @ 07:22pm; 112mg/dl on (B)(6) 2014 @ 01:16pm; 128mg/dl on (B)(6) 2014 @ 08:04am; 137mg/dl on (B)(6) 2014 @ 11:24pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned product evaluation resulted in test strips showing black chemistry due to exposure to moisture/humidity. Root cause of malfunction is poor storage of test strips.